Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited unipolar impedances that were higher than bipolar impedances. Additionally, some oversensing was seen while the lead was programmed unipolar. The lead was programmed back to bipolar, and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead - (B)(6) 2008. (B)(4).